Event description:
It was reported that when patient presented in clinic during a follow up, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.